Manufacturer narrative:
Other relevant device(s) are product ID: 978b128, lot# va2b6r2, product type: lead. Product ID: 978b128, serial/lot #: va2b6r2, ubd: 12-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having impedance issue with 0 in combination with all other electrodes at 4k ohms, except 0 and case was at 2856 ohms. Technical services (ts) had rep use ens and said they  got bellow and toe motor response. Ts then had rep reinsert the lead and now all the electrode combinations including case are greater than 4k ohms. Ts suggested programming 0 electrode with other electrodes and rep reports getting motor response at 1.9 ma. Ts reviewed with rep that since getting motor response, it's likely temporary high impedance causing the issue. Ts told caller that it's up to hcp ultimately to decide to close up, but based on getting motor response the impedance is likely temporary.  The troubleshooting steps that were taken on the call resolved the issue.   It was also reported that the patient stated that they were they were unsure if the therapy is working. Pt said they "will give it give it some time to see if this thing is even working in the first place". Reviewed handset/communicator use. Pt used the equipment and reported they were on program 3 and had made an increase to 0.6, the equipment told them it was connected. Reviewed with pt the equipment seemed to be working as expected. Pt will continue working closely with her doctor, they have a follow-up appointment on the 26th. No further complications were reported/anticipated at this time.